Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 20 mg/dl. The customer reported that she had recently been experiencing low blood glucose levels. Blood glucose level at the time of the call was 475 mg/dl. During the call, the customer reported that the insulin pump was on suspend and she was unable to restart it. Troubleshooting showed that the drive support cap was loose. The insulin pump was not replaced or returned for analysis.